Event description:
It was reported that the patient is deceased, no other details provided. No further relevant information has been received to date.

Event description:
Additional information was received that patient passed due to covid-19. The product was not explanted at autopsy and is currently not available to be returned. No additional relevant information has been received to date.